Manufacturer narrative:
The returned valve was returned at pl= 0.5. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. Proteinaceous debris was noted within the interior and exterior of the valve. The valve met the requirements for patency; however there was a large tear in the top of the reservoir dome. Therefore all other testing was precluded. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. The catalog number was originally reported as 42859, however after a review of the device history record, it was determined that the correct catalog number is 42856. All valves are 100% tested at the time of manufacture. Correction: the product analysis was updated with a statement regarding the use of magnets with a strata valve.

Manufacturer narrative:
The returned valve was returned at pl= 0.5. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. Proteinaceous debris was noted within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The valve met the requirements for patency; however there was a large tear in the top of the reservoir dome. Therefore all other testing was precluded. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. The catalog number was originally reported as 42859, however after a review of the device history record, it was determined that the correct catalog number is 42856. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii shunt was explanted on (B)(6) 2016. Reportedly, the shunt was spontaneously changing settings resulting in new symptoms with every setting change. According to the report, the valve was replaced with a different kind of valve and there was no injury to the patient. The report stated that the patient was discharged from the hospital and is doing better.